Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number p4t43x, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, firing knob breakage. The firing knob broke suddenly and could not use. No pieces fell into the patient. Changed to a new one to complete. Patient was stable and left from the hospital.